Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead was dislodged. The lead remains in service. No adverse patient effects reported.